Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged. The crimped diameter of the stent still complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated mildly calcified lesion in the mildly tortuous distal lad. Orsiro mission was inserted into the body, but it could not pass through and reach the lesion.